Event description:
A malfunction alarm code, identified as malf 0, was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, and the customer acknowledged understanding of these instructions.